Manufacturer narrative:
Calcar planar and calcar planar adapter, both are re-usable surgical instruments. Usage of the blades may have caused blades to dull. Exact cause of the femur fx is unknown. It cannot be contributed solely to instruments. Calcar planar, adapter, broach plus other surgical instruments were in use at the same time. Surgical techniques or a compounding effect of instrument functionality may be an attribute in this event. This is a first time occurence of such event.

Event description:
Femur fractured during calcar planning causing delay in surgery. It appeared that the planar and broach adaptor seized after one blade caught in uneven bone edge, therefore causing thr broach to twist under the power. This compounding effect may have resulted in femur fracture. Surgeon cabled the femur (2 cables), which is a standard clinical practice.